Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service on patient side cart (psc) to resolve this issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the universal surgical manipulator (usm) was shaking. The customer did not know which usm was affected. The customer reported that the staff could see and feel the usm shaking. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed customer that boom/tornado positions could contribute to vibration at the instrument. The customer did not use the system because of the reported problem and moved case to another system. The procedure was aborted to another da vinci system. No known patient consequence was reported.